Event description:
The customer reported to olympus that the videoscope nozzle was clogged and separating, and there was a water supply failure. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a foreign object inside the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was not confirmed. The device evaluation found a foreign object inside the nozzle. Additional issues were identified during the device evaluation: due to the wear of the angle wire, the bending angle in the up direction does not meet the standard value. The forceps channel port was shaved, the scope connector cover unit had a scratch, the forceps elevator lever had a scratch, the right/left knob had a scratch, and the upward/downward angulation control knob had a scratch. The indication on the suction connector was peeled, the switch box had a scratch, the protector of the universal cord on the suction connector side has a scratch, the scope cover plate has peeling, the universal cord has a scratch, and the grip has a scratch. The control unit has a scratch. The electrical connector has discoloration due to water leakage. Due to the clogging of the nozzle, the water removal ability does not meet the standard value. The adhesive on the bending section has a chip. The foreign material found has been attributed to insufficient cleaning. The device was cleaned, disinfected, or sterilized before being sent to olympus. It is unknown if the customer has any idea about the nature of the foreign material. There was no delay in the start of the precleaning. There were no abnormalities in the accessories used for reprocessing. The customer flushed the air or water nozzle with water and air and wiped or brushed the air or water nozzle with clean, lint-free cloths, brushes, or sponges. The customer flushed the air/water nozzle channel with the detergent solution or presoaked the endoscope in the detergent solution. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 16 years since the subject device was manufactured. Based on the results of the investigation, the foreign material could not be identified but was likely caused by insufficient cleaning. However, a definitive root cause could not be determined. The events can be detected and prevented in accordance with the following sections of the instructions for use: ¿the detection method is described in the instruction manual, evis lucera gif/cf/pcf type 260 series operation, chapter 3: preparation and inspection. Instruction manual evis lucera gif/cf/pcf/sif type 260 series cleaning/disinfection/sterilization edition chapter 3 cleaning, disinfection, and sterilization procedures describes preventive measures.¿ olympus will continue to monitor the field performance of this device.